Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5043210) on 03-aug-2015. The most recent information was received on 03-sep-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and narcolepsy ('narcolepsy') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), narcolepsy (seriousness criterion disability), migraine ("chronic migraine sufferer"), vitamin d deficiency ("vitamin d deficiency"), alopecia ("hair loss"), dental caries ("teeth are decaying rapidly") and sleep apnoea syndrome ("sleep apnea"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, narcolepsy, migraine, vitamin d deficiency, alopecia, dental caries and sleep apnoea syndrome outcome was unknown. The reporter provided no causality assessment for alopecia, dental caries, migraine, narcolepsy, pelvic pain, sleep apnoea syndrome and vitamin d deficiency with essure. The reporter commented: discrepancy noted in date of insertion (B)(6)2013 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5043210) on 03-aug-2015. The most recent information was received on 07-dec-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), embedded device ('imbedded essure coil') and narcolepsy ('narcolepsy') in an adult female patient who had essure (batch no. A34125) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysplasia, paratubal cyst, urinary tract infection, abdominal pain and hydrosalpinx. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), narcolepsy (seriousness criterion disability), migraine ("chronic migraine sufferer"), vitamin d deficiency ("vitamin d deficiency"), alopecia ("hair loss"), dental caries ("teeth are decaying rapidly") and sleep apnoea syndrome ("sleep apnea"). The patient was treated with surgery (robotic hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, embedded device, narcolepsy, migraine, vitamin d deficiency, alopecia, dental caries and sleep apnoea syndrome outcome was unknown. The reporter provided no causality assessment for alopecia, dental caries, migraine, narcolepsy, pelvic pain, sleep apnoea syndrome and vitamin d deficiency with essure. The reporter considered embedded device to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2013. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-dec-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5043210) on 03-aug-2015. The most recent information was received on 19-nov-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), embedded device ('imbedded essure coil') and narcolepsy ('narcolepsy') in an adult female patient who had essure (batch no. A34125) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysplasia, paratubal cyst, urinary tract infection, abdominal pain and hydrosalpinx. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), narcolepsy (seriousness criterion disability), migraine ("chronic migraine sufferer"), vitamin d deficiency ("vitamin d deficiency"), alopecia ("hair loss"), dental caries ("teeth are decaying rapidly") and sleep apnoea syndrome ("sleep apnea"). The patient was treated with surgery (robotic hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, embedded device, narcolepsy, migraine, vitamin d deficiency, alopecia, dental caries and sleep apnoea syndrome outcome was unknown. The reporter provided no causality assessment for alopecia, dental caries, migraine, narcolepsy, pelvic pain, sleep apnoea syndrome and vitamin d deficiency with essure. The reporter considered embedded device to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2013. Most recent follow-up information incorporated above includes: on 19-nov-2020: medical record received event "imbedded essure coil" was added. Reporter information and medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5043210) on 03-aug-2015. The most recent information was received on 18-aug-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and narcolepsy ('narcolepsy') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), narcolepsy (seriousness criterion disability), migraine ("chronic migraine sufferer"), vitamin d deficiency ("vitamin d deficiency"), alopecia ("hair loss"), dental caries ("teeth are decaying rapidly") and sleep apnoea syndrome ("sleep apnea"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, narcolepsy, migraine, vitamin d deficiency, alopecia, dental caries and sleep apnoea syndrome outcome was unknown. The reporter provided no causality assessment for alopecia, dental caries, migraine, narcolepsy, pelvic pain, sleep apnoea syndrome and vitamin d deficiency with essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2013 quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event considered related is a known possible undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 18-aug-2020: pfs received: case became serious incident. Lawyer was added. Date of removal and patient dob were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.